Event description:
When priming the kit from lot #z391, z113 and 243 on the cellex instrument 40158, we had two prime ten alarms. We were unable to clear them. Per instructions of the therakos trainer, as related by the rn, the kit was aborted after two attempts to clear prime ten alarm. The kit did not complete priming and did not come into contact with the patient. No abnormalities were noted in the kit and no other problems with the priming process was noted. A new kit was primed and the treatment was completed on the inpatient unit.